Event description:
It was reported that the catheter shaft fractured. An angiojet solent omni catheter was selected for a thrombectomy procedure in the leg. During the procedure, a pass was made for 72 seconds and the device was completely removed from the body. Contrast injection was completed and it was determined there was some clot remaining. A second pass was attempted, but the wire would not pass through the catheter. It appeared that there was a small fracture approximately 60cm from the hub. The procedure was completed with an angiojet solent dista catheter. There were no patient complications and the patient was fine.